Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 586 mg/dl while wearing the pod between 4 and 24 hours on the hips/buttocks. Patient started vomiting so they called 911. They noticed that the cannula dislodged from the site. They stated they were taken by paramedics on (B)(6) 2021 to the emergency room (ER) and was admitted to the intensive care unit (ICU). Patient was there treated with intravenous therapy with fluid and insulin drip. Patient was also given electrolytes. Patient was discharged after 2 days.